Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated that the patient suffered a severe intracranial hemorrhage (ich) and the alarms were due to ems trying to get the patient loaded and they were not experienced with the ventricular assist device (vad). The patient was found unresponsive by ems at home on (B)(6) 2023 and transported to a local outside hospital. It appeared there were no pump stops and that the emergency backup battery (ebb) in the system controller powered the patient's pump as expected during the times of no external power. The pump appeared to have been operating as intended throughout the events. Upon arrival at ut southwestern medical center, a head computed tomography (CT) scan was performed which demonstrated a large left frontal intracerebral hemorrhage. It was given in report that the patient was posturing and was intubated at ut southwestern. Treatment for the hemorrhage included 20units/kg of kcentra, 1g of txa,10mg of vitamin k, and mannitol infusion. The patient went to surgery at ut southwestern for a hemicraniectomy, decompressive with intracerebral hematoma evacuation. Patient is now recovering from surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events associated with the patient¿s pump were captured, and the pump appeared to function as intended throughout the duration of the files. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No further information could be provided as the patient was found down and there were no witnesses of the event. The patient's anticoagulation status was not thought to have contributed to the event.